Event description:
The complainant states that her glucometer elite blood glucose meter is reading higher when compared to a competitive method. She states that during a recent comparison her elite gave her a results in the high 400-500mg/dl range, while the comparative method read in the 140mg/dl range. In review of the operation the customer stated that she was applying the blood on the bottom side of the reagent sensor. However, her control results and check strip gave satisfactory results. A request was made to return the system for evaluation.